Event description:
The customer contacted physio-control to report that their device had a service wrench indicator and an empty battery charge indicator in the readiness display. Upon evaluation of the device by physio-control with another battery it was observed that the device would initially turn on, but would then switch off, after which it could not be powered on anymore. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused the device not to power on. The device drew 186 ma of off current that depleted the device's battery. Physio-control then evaluated the digital pcb assembly and determined that the cause of the reported failure was due to leg 10 of the integrated circuit (ic) chip, designator u13 on the digital pcb assembly having partially shorted. A replacement device was provided to the customer under warranty.